Event description:
User reports a water leak coming from the analyzer onto the floor. No injuries have occurred and no patient samples were involved. The field service representative determined the cause to be grey cap on water reservoir cracked, and replaced reservoir cap. Operational checks were performed and within specification.